Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned in a generic plastic bag, the wire was received loaded in the hoop. The unit returned presented the core wire exposed, coil elongated, the coilwire unraveled and the corewire fractured next to the ballweld. All the outer diameter (od) measurements taken met specifications. Guidewire overall length could not be measured due to the condition of the returned device. The returned device was sent for external analysis to determine the fracture failure mode. The lab returned the following results: failure in ballweld occurred due to torsion overload. Failure in corewire occurred due to torsion overload with evidence of mechanical compression. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 17 october 2013. It was reported that unraveling of guide wire tip occurred. The target lesion was located in the superficial femoral artery. The 035/260/1 amplatz super stiff guidewire was advanced to the target lesion; however, it was noted that the tip unraveled as a non bsc catheter was advanced over it. No patient complications were reported and the patient's condition was fine. However, returned device analysis revealed a broken core wire.